Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted instrument had disrupted timing. One returned reloads had disrupted timing and protruding tacks. Additionally microscopic inspection noted scratches on the inner tube of the reload. Functionally, a reload was unable to be loaded onto the instrument due to the disrupted timing. The instrument cycled and articulated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair. The reload was difficult to load onto the handle. The reload was securely fastened to the shaft. After approximately five tacks, the handle began making a crunching sound. The last couple of tacks did not penetrate the mesh and go into the tissue so it was changed out for another reload. The same crunching noise occurred and the tacks did not penetrate the mesh and go into the tissue. A third reload was used but the same issue occurred. To complete the procedure, another manufacturer's device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.